Event description:
Per the audiologist, the patient was hit in the head, causing the implant to extrude. Explant or revision surgery is planned, but had not been scheduled at the date of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.